Manufacturer narrative:
Damaged siderail.

Event description:
It was reported by service report that the side rails had cracks with sharp edges. No pt involvement or adverse consequences are reported.